Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The blood glucose reading was 187 mg/dl. Upon troubleshooting, it was found that the alarm was an indication of normal device behavior. The most recent blood glucose reading was 233 mg/dl. The customer stated that she checked her blood glucose and noticed that the insulin pump started acting crazy and the button acted as thought it was being held down, causing the device to ramp. No significant events leading to the keypad issues were observed other than the customer having attempted to bolus at dinner. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no response on the escape and act buttons due to corroded keypad traces noted. Unable to functional testing due to unresponsive keypad. No unexpected battery out limit alarms, sticking of keys and ramping of numbers noted during testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.